Event description:
Litigation alleges that patient has experienced pain, soreness, and difficult walking. Update: b)(6) 2013- pfs received from legal. There is no new additional information that would affect the existing MDR decision. Update: b)(6) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd b)(6) 2012 - pfs and medical records received. A correct dor was given. After review of the revision operative note it was noted that the stem was also removed due to thigh pain. The stem is now being reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.